Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured before reaching the rated burst pressure (rbp). The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak 10mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured before reaching the rated burst pressure (rbp). The procedure was completed with this device. No patient complications were reported.